Manufacturer narrative:
Previous driveline damage was reported under MFR # 2916596-2018-01473. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was suspected of a driveline fracture in a previous logfile analysis, but the patient did not want to exchange the pump. The patient continues to battery support the system due to suspected driveline fracture. The patient is currently hospitalized for ileus operation and a red heart alarm has occurred and the controller has been replaced. This red heart alarm may be low flow. However, doctors are concerned about worsening driveline fractures. The log file captured multiple low flow events on day 807 and estimated flow appears to be at times below the alarm threshold of 2.5 lpm. The cause of low flow alarm was possible hypovolemic state. Also on day 807 the controller lost power causing the pump to stop at 14:52. The time stamp was reset at that time. Volume addition and inotropes correction worked to reduce the red heart alarm. No additional information provided. The controller is being reported in MFR # 2916596-2020-04252.

Manufacturer narrative:
Additional information manufacturer¿s investigation conclusion the report of red heart alarms was confirmed based on the submitted system controller log file. The log file captured multiple low flow hazard alarms. The alarms were transient and occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The end of the log file showed the driveline and external batteries being disconnected from the controller, which appeared consistent with the reported controller exchange. The pump operated above the low speed limit for the duration of the log file when the driveline was connected and appeared to be functioning as intended. No further information was provided. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications.the manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was received that the patient developed intestinal obstruction and lung disease on (B)(6) 2020. The patient was readmitted the same day. The patient received an ileus tube insertion. It was considered that the relationship between intestinal obstruction and the product was low, but it could not be denied.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of red heart alarms was confirmed based on the submitted system controller log file. The log file captured multiple low flow hazard alarms. The alarms were transient and occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The end of the log file showed the driveline and external batteries being disconnected from the controller, which appeared consistent with the reported controller exchange. The pump operated above the low speed limit for the duration of the log file when the driveline was connected and appeared to be functioning as intended. It was reported that the low flows were believed to be due to hypovolemia. Volume was given and inotropes were corrected to resolve the issue. It was also reported that the patient had initially been admitted on (B)(6) 2020 after developing intestinal obstruction and lung disease. The patient was treated with an ileus tube insertion. The patient remained ongoing following the event until receiving a pump exchange on (B)(6) 2022 (related manufacturer report number 2916596-2022-11656). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii (hmii) left ventricular assist system (lvas) instructions for use IFU (rev. B) lists adverse events that may be associated with the use of heartmate ii lvas. The unique treatment issues section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU warns that physiological factors that affect filling of the pump, such as hypovolemia, or postural hypotension, will result in reduced pump flows as long as the condition persists. Pump flows will not be restored to normal unless the conditions are treated. The hmii lvas patient handbook (rev. D) states in the alarms screen section that the low flow hazard alarm will occur if pump flow is below 2.5lpm. The patient handbook contains information regarding system controller warning lights and sounds and the proper actions associated with them in table 2. Pump parameters are explained in the hmii operating manual, rev. F. No further information was provided. The manufacturer is closing the file on this event.